Event description:
I went in for surgery on 3-15 and told my doctor that I had a huge rash all over my bottom-painful blisters. I wanted her to know since she was doing the uterine ablation surgery. She asked me right away which maxi sanitary brands I was using and I told her always. She told me to stay away from always brand because they contain formaldehyde. Researching that I found it to be very scary. It has been almost a week and the rash is still there. I looked over the package and there is nothing on it that states formaldehyde is used as a drying agent. As a consumer shouldn't we be made aware that this scary chemical is used as a drying agent on our women personals? Nothing is printed on the package suggesting any chemicals are used. I have used always brand for years and never had this problem until I used always overnight protection -extra heavy flow pads-upc (B) (4). Dose or amount: 1. Frequency: per need. Route: vag. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: heavy periods. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.